Event description:
The ct9000adv ceiling mounted suspension arm (j-04) bow had fell and needed to be remounted. CT supervisor reports that technologist was moving injector away from CT table and removing syringe when the j-bow arm fell from the suspension support. Technologist's thumb and hand were hit during the incident, but technologist stated they were fine and a decision was made by CT supervisor to document, monitor, but not send technologist to occupational health. Facility bio med department used plastic tie wraps to remount the power head for use until today, when the decision was made to call lf service to have the system remounted.